Event description:
The patient post-treatment follow-up form at 48 months for the right (od) was received and indicated the patient had developed a cataract. Additional information obtained for the surgeon's office stated "psc cataract was diagnosed on (B)(6) 2011 and the lens was explanted on (B)(6) 2013. An iol was implanted and the prognosis was good with a 20/30+ va. The patient was last seen on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search revealed there were no similar complaints found within work order. (B)(4).

Manufacturer narrative:
Method - medical review. Results: reportedly icl was explanted four years postoperatively to address development of a cataract. According to the dcr, the cataract was psc(posterior subcapsular) and was not device related. Posterior subcapsular cataract lies in front of the posterior capsule and is associated with posterior migration of the epithelial cells of the natural lens after uneventful surgery , a toric iol was implanted and patient prognosis was good(va 20/30+). Given the information that at the time of the surgery patient was (B)(6) and the visian icl is indicated for adults 21-45 years of age, as well as the information about cataract type, the reported event was not related to the icl but to the normal ageing process. (B)(4).